Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 26-aug-2025. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridges could not be tested as the lot expired on 14-may-2025, prior to the communication of the issue by the customer on (B)(6) 2025. No deficiency has been identified for ctni cartridge lot s24287b.

Event description:
On 10-jul-2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a 83-year-old male with shortness of breath. Return product is not available for investigation. Method: date: collected: tested: result: sample positive: I-stat. (B)(6) 2025, 12:15pm, 12:40pm, 0.14ng/ml plasma, critical. Hs-alinity. (B)(6) 2025, 15:49pm, 16:37pm, 25.8ng/ml plasma, critical. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the patient suffered an mi. Per I-stat system manual: art: 715595-00v reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of ressults).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.